Event description:
The customer reported that the system displayed an intermittent ma sensor fail.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep reseated the cables in high voltage system. He performed a functional checks. The system is operating as intended.